Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial lead exhibited noise, and under-sensing with low p-wave amplitude was observed during stored consecutive premature ventricular contraction (pvc) episodes. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.